Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis and a pt death occurred. A taxus express2 drug eluting stent was implanted in 2004. In late 2005, the pt returned and a stent thrombosis was discovered. It was also reported that the pt died, however, it is unk when the death occurred in relationship to the thrombosis event. No further info was reported. Add'l info was requested.

Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.